Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 2.75x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and it was noted that the shaft was broken. The device was removed from the patient's body. No patient complications were reported.